Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit passed the delivery accuracy test. However, a corroded electronic assembly was noted during visual inspection. Unit received with minor scratched lcd window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer¿s parent reported via phone call that the customer was in the hospital due to diabetic ketoacidosis. The customer had been having high blood glucose. They had changed out the site several times but it had no effect. The customer started feeling sick and was throwing up. They were unable to get the customer¿s blood glucose to go down. The customer was admitted to the hospital on (B)(6) 2017. They had a high blood glucose within the range of 300 mg/dl to 400 mg/dl at the time of admission. They were wearing the insulin pump at the time of hospitalization. The customer was treated with intravenous drip and manual injection. The caller stated that the device had been under water for a brief time. They tried to dry out the device but it did not work. The customer had discontinued use of the device and reverted to manual injections. The device was returned for analysis.